Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurements greater than 125 ohms. The pocket was reopened and the setscrew was loosened and then tightened again which resolved the issue. The device remains implanted and all other measurements were within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.